Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-1588rt-2j was received for investigation. The device was received without the white deploying suture. Visual evaluation noted that the white loop suture of the device was damaged, the loop suture had been cut and the remnants were frayed. The titanium button was visually evaluated under a magnifier and no sharp edges were observed. Functional testing was unable to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error due to excessive force/friction during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery the tightrope broke during installation. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.